Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement indicator (eri). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eri earlier than previously estimated.

Event description:
Boston scientific received information that during a device interrogation, the battery showed two years remaining with a magnet rate of 90 bpm. The previous device interrogation six months earlier showed a battery status of good with a magnet rate of six months remaining. Boston scientific technical services (ts) was consulted and suggested intensified follow-up visits. The device was explanted approximately six months later for reported normal battery depletion. Exp for (B)(6) almost 6 mnths later.